Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had reported a loss of symptom relief. It was noted the patient used to be able to feel the stimulation at 4.8, however now they could turn up the stimulation on all standard programs up to 10.0 and they could not feel any sensation. The patient went from not having to catheterize themselves at all to having to catheterize twice per day since (B)(6) 2019. The patient also reported having a burning and discomfort at the pocket/incision site. The rep reported that the environmental/external/patient factors involved with the issue were that the patient had been doing a burpee and when they went to stand up they felt a sharp pain and a popping sensation. The patient then continued with their workout and noted they were very sore the next day at the pocket site. It was noted the patient had not worked out again since (B)(6) 2019. The rep noted they were first made aware of the issue on the day of the report ((B)(6) 2019) where they had seen the patient in the health care physician (hcp) office. The rep noted for diagnostics/troubleshooting that was performed, they had the patient turn up their device on programs 1-7 with no sensation felt up to 10.0 ma. The rep noted they then ran an impedance check and everything had been clear at 1.0. The rep noted they did not check the battery life at that time and also noted that the hcp had ordered a posteroanterior (pa) and a lateral x-ray to determine whether surgical intervention would be necessary. In regards to actions/interventions taken to resolve the issue, the rep reported they currently hadn¿t been able to resolve the issue of them being unable to feel the stimulation or the patient having to go back to catheterizing themselves. The rep noted that the issue, at the time of the report, had not been resolved. On (B)(6) 2019, another manufacturer representative (rep) called into technical services to report that the patient had been responding well to the interstim therapy for retention and that they had began to exercise again and that was when they had the incident while exercising where they felt something happen. The rep noted the patient lost therapy control after the exercise incident. The rep stated that the impedances were ¿clear¿ ok, but the rep did not have the impedance numbers. The rep said that they had tried turning up the amplitude to maximum and the patient felt nothing. The rep also noted that the hcp had done the lateral and anteroposterior (ap) x-ray and the lead had appeared normal; no migration. Technical services reviewed that they would need the impedance numbers to help diagnose the issue of the sudden loss of therapy after exercising. The rep stated they were seeing the patient again in the next week and that they would call technical services. There were no further complications reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1x4qh, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The manufacturer representative (rep) reported that the patient had a successful lead revision with the original ins re-implanted. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they did not know the status of the patient as the patient had not yet been seen by the health care physician (hcp). There were no further complications reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1x4qh, implanted: (B)(6) 2019, product type: lead. All previously submitted codes belong with the lead, 3889-28, lot # va1x4qh. For product ins, 3058, serial number (B)(4), the only codes that were previously submitted that apply to the 3058 are: patient codes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry of what impact the exercise/doing the burpee had on the system, resulting in the patient not feeling stimulation and having a loss of symptom relief the rep replied the impact was unknown. The rep reported that per the health care physician (hcp) the patient had been scheduled for a lead revision on (B)(6) 2019. There were no further complications reported.